Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had migrated to under the patient's arm. The device location was revised, and the device remains in use. No patient complications have been reported as a result of this event.